Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, ventricular fibrillation (vf) episodes appearing to be atrial fibrillation (af) with rapid ventricular response (rvr) were noted. Inappropriate antitachycardia pacing (atp) and shock were delivered. No programming change was made. The patient was stable before, during and after the event and continue to be monitored.